Event description:
It was reported that as the surgeon inserted the cc4204a single piece collamer lens, it tore upon insertion. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of returned lens showed both the optic and haptic were torn and there was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion: (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).